Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned and analyzed. The helix of the lead was extrinsically compressed and the distal lv (low voltage) electrode of the lead was covered in blood. A visual summary analysis of the lead indicated damage at implant. The analyst also noted the lead was returned with the helix compressed. (B)(4).

Event description:
It was reported that during the implant attempt, the helix of the lead would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.